Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had a power issue ¿ not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on the (B)(6) 2017, 5:00pm. The patient manages their diabetes with insulin (no adjustments) and was unable /unwilling to say if she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that a couple of hours after the alleged issue began, she developed the symptom of ¿headache¿. The patient reported taking four 200mg motrin tablets for her headache. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the product was being used. The patient reported that she charged the meter until the ¿charge complete¿ message appeared. Based on the patients testing frequency the battery did not require recharging. The patient¿s products were requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.